Event description:
I had the essure device implanted in (B)(6) 2011. Have experienced pelvic pain, chronic infections, back pain, headaches, prolonged and heavy menstruations, weight gain and gyn says device is not responsible but I am convinced after all the news reports that there is a problem with this device and it is damaging my body.